Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.